Event description:
The customer reported a burning odor and rinse reagent leaked from the baths onto the counter involving coulter act diff 2 analyzer. The customer had gloves on during the event. There were no flames, arcing, or shock during the event. The customer was advised to use proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection prior to troubleshooting. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The customer was advised to discontinue use of the unit and turn the instrument off. The facility has an exposure control/risk management protocol in place. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the red blood cell (rbc), white blood cell (wbc), and vacuum isolator chamber (vic) chambers not draining. The fse did not observe any burning odor or burnt components. The fse replaced solenoid valves #18 and #7, associated with draining the baths, to resolve the issue. The fse also replaced the mixing check valves, waste filter, and vacuum filter. The fse bleached the rbc bath due to aperture alerts. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).